Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited noise that was oversensed, resulting in inappropriate shocks and pacing inhibition in this pacemaker dependent patient. The episodes were stored early in the morning when the patient was sleeping. A boston scientific technical services consultant discussed recreating the noise with valsalva or by simulating snoring. If the noise could be reproduced, the device may be reprogrammed to least sensitivity. Otherwise, a new rate/sense lead could be placed in the right ventricular outflow tract. It was also reported that this device had previously been explanted for patient infection and reimplanted on the right side.